Event description:
Customer reported a broken level detection wire on the ortho provue. While trying to resolve the issue, an ocd field engineer found a leak on tubing attached to probe.

Manufacturer narrative:
Customer reported a broken level detection wire on the ortho provue. While trying to resolve the issue, an ocd field engineer (fe) found a leak on tubing attached to probe. A review of the design history file shows that the ortho provue passed all applicable ul testing and therefore does not pose a fire or electrical safety risk. However, this issue may have the remote potential for electric shock or fire. It is unclear whether the probe leak led to the contamination or dilution of samples or reagents or whether the instrument posted an error code alerting of a fluids issue. Based on the info available, instrument malfunction cannot be ruled out. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. Probe drip or leakage can lead to carry over or cross contamination from microtube to microtube or dilution of reagent or sample. If this incident were to recur undetected, erroneous results may occur, leading to possible transfusion of incompatible blood.